Event description:
I bought a copperfit compression knee compression kit that was advertised as having a "therapeutic copper, essential to your body. Two technologies combined [copper and compression] to help provide support for muscle soreness." After using this product for a few weeks, I noted that I didn't have any more support for my muscle soreness than when I wore an elastic compression device with no copper infused in it. The copperfit device was "much" more expensive than the simple elastic compression device I bought from my local target store.